Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. Later that night the pump battery jumped up to 100%, down to 90% then back up to 100%. Customer reported blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy.